Event description:
Related manufacture reference number: 2017865-2022-39359. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted the right ventricular lead exhibited noise and the atrial lead exhibited noise oversensing. Programming changes were performed. The patient was in stable condition.